Event description:
It was reported that there were concerns that this implantable cardioverter defibrillator (ICD) exhibited farfield oversensing of the ventricular signals on the atrial channel. Technical services (ts) reviewed the reports and agreed that there was farfield oversensing. Ts noted that there was farfield oversensing seen in previous atrial tachy response (atr) episodes. Ts discussed programming options. The device remains in use. No adverse patient effects were reported.